Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with the lowest reported value of 60 mg/dl and a low alert on the device; the user had changed supplies earlier, successfully primed until drops were seen, and had not eaten since the prior night, and the cause of the low remained unclear. Symptoms included feeling low and malaise. Outcomes included user-initiated treatment with carbohydrates and resolution without escalation or hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set or tubing issue, with user factors such as missed meals considered in the assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.